Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient accidentally damaged the electrode belt connector. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged e-belt connector) has been confirmed. Upon evaluation the connector housing was broken and the locking nut was missing. The patient admits to accidentally breaking the connector but the details of the event could not be positively identified. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.